Event description:
Facility reported that this bed would drift into trend overnight, no injury reported. Bed in shop.

Manufacturer narrative:
Bed located in bed shop. Technician found the head hi/lo drifting slowly and going into trendelenburg position due to stuck valve. Replaced trendelenburg valve kit and coil to resolve this issue.